Event description:
Pt presents with chest and arm pain with exertion over the last week suggestive of angina pectoris. Pt had coronary angiography and ptca with intracoronary stent placement. Findings: severe single vessel coronary disease with a 90% irregular lesion in the proximal right coronary artery was stented with a 4.0 x 33mm hepacoat stent. Pt developed moderate to large hematoma following cardiac catheterization with perclose. Upon exam found hematoma developing below femstop with palpation.